Manufacturer narrative:
Device received with detached end cap sticker unable to perform displacement test, rewind test, basic occlusion test and occlusion test due to detached end cap sticker noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap began to protrude and come out during the rewind process. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be return for analysis.